Event description:
Follow-up revealed the doctor decided not to move forward with further action due to patient having significant scar tissue.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation. An impedance check revealed high impedance on one contact. Troubleshooting and reprogramming was performed but could not provide adequate coverage. The patient may undergo x-rays for further evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.